Manufacturer narrative:
(B)(4). Approximate age of device - 86 days. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombosis. Additional information was requested but not provided.

Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the returned pump. The pump was returned assembled and appeared to have been exposed to a fixative agent prior to return. Examination of the pump blood-contacting surfaces found rings of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed a darkened appearance and laminated layering, indicating that the thrombus formed in this location over an undetermined period of time. Examination of the outlet stator found a tissue-like thrombus around the outlet bearing. The tissue did not show laminated layering, indicating that the thrombus did not likely form in the outlet stator. The outlet bearing cup and rotor showed contact marks, indicating that the thrombus was present in the outlet stator while the pump was operating. The evaluation could not conclusively determine the cause of the observed thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended.

Manufacturer narrative:
Additional information. The pump was not returned for evaluation. A correlation between the device and the report of pump thrombosis could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.